Manufacturer narrative:
The used device was returned for evaluation with its original opened packaging. Device catalog and lot numbers were verified. Visual evaluation found the device's distal insulation, adjacent to the electrode, melted and damaged; potentially caused by the flame occurring at the distal end as described in the incident description. However, when functionally tested, the device was observed to activate and function normally. Flaming of the tip or combustion was not observed. A review of the manufacturing documents verified the device was produced per current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture. There have been no prior similar reports for the lot number of this device. A historical review of complaint data revealed a total of (B)(4) similar complaints involving (B)(4) devices of which (B)(4) were confirmed. (B)(4). A risk analysis was performed and found this failure mode and occurrence level to be acceptable and consistent with current risk documents. The instructions for use advise the user of the following. Prolonged use of the handpiece causes the tip to become very hot and the tip remains hot for a period after use. Do not allow the tip to come in contact with the patient or others after activation to avoid burns. Always place handpiece in a safe insulated location when not in use, to avoid burns. Use lowest possible power setting on the conmed abc® electrosurgical generator capable of achieving the desired surgical effect. Use shortest effective abc® activation time necessary. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The user facility reported that during an extensive gynecology procedure, a bend-a-beam that was in use caught fire at the distal tip of the handpiece. This event occurred near the end of the procedure, and prior to this incident there were no issues with the device. A new handpiece was used to finish the procedure with no reported procedural delays. No patient injury reported. This report is raised on the basis of a reported malfunction with potential for injury with reoccurrence.